Event description:
It was reported by the customer that the device display / screen, weak 7 segment, door handle, and latch assembly. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the lvp lifted keypad recall completed, replaced door latch due to broken handle and dim u4 on display board. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the 7 segment green led display. A review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 29jul2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2939-2020 for keypad recall affected.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device display / screen, weak 7 segment, door handle, and latch assembly. There was no patient involvement.